Event description:
The facility representative reported a infusor pump with a condition of "constant triple alarm". During service at baxter, a technician discovered that there was a constant alarm with all three lights lit, when attempting to run pump found. The area where this event occurred is anesthesia. There was no patient injury or medical intervention necessary according to the hospital representative. No additional information is available.

Manufacturer narrative:
(B)(4). The device has been received and evaluated by baxter. The reported condition was confirmed and duplicated. The assignable cause was a faulty switchboard. The device was returned to the customer unrepaired.